Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients holter monitor showed a pacing rate below the programmed lower rate. It was concluded that this was due to the patients right ventricular (rv) lead t-wave oversensing (twos). Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.